Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he performed a blood glucose testing with his contour next link 2.4 meter and obtained a reading of 430 mg/dl. Another testing was performed within 10 minutes on a different meter and a reading of 135 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, in-house testing was performed using the returned meter with in-house contour next test strips from lot # 9hpeg08b, which gave a satisfactory performance.